Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of "capsular contracture, baker grade ii/IV," "inflammation/irritation," "wound dehiscence," "exposure," and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/IV, inflammation/irritation, wound dehiscence, exposure, flipping, device rupture, and seroma-late.

Event description:
Patient representative reported "contracture, baker grade ii/IV, and capsular effusion," "rupture," as well as "suspected clinical anaplastic lymphoma of giant cells," "presence of well-developed lobes and rare secretory lobes. Absence of neoplasm in all material examined," "multiple episodes of inflammation," "implants that were horizontally turned upside down," "voluminous collection of seroma in the left breast being drained," "skin ulceration," "exposure of the breast implant," and "since the removal of the breast implant, the breasts have a deformed appearance, with nodules, which causes discomfort, shame and constant pain." Pathological markers confirming alcl have not been received. This is for the left side. Device has been explanted.